Event description:
It was reported that the patient presented to the hospital with symptomatic bradycardia and was found to be in second degree heart b lock. The ipg battery was depleted and the device was unable to be interrogated. The leads were tested through the pacing system analyzer and revealed high thresholds and no capture at maximum output with the right atrial (ra) lead and right ventricular (rv) lead as well as oversensing (triple sensing every beat) on the ra lead. The ipg was explanted and the leads were partially explanted. A new ipg system was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).